Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose results. Spouse is calling on behalf of the customer. The customer is concerned with results obtained of 106 and 266mg/dl. The expected fasting blood glucose test result range is 115 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 1/21/2019 and open vial date is less than 4 months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Test were made on the same hand, different finger. Unknown if results are fasting or non-fasting.